Event description:
Philips received a complaint on the efficia dfm100 device indicating that there was a "device disabled" message. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that there was a paddle problem due to malfunction of therapy pca. The therapy pca was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.